Manufacturer narrative:
Failure investigation (fi) lab received the main pcb for evaluation. Visual inspection of the returned main pcb revealed evidence of broken solder pin connections on the cn2 pins 1, 2 and 3. Fi technician installed the main pcb into the fi test ventilator. A remote alarm test was performed and failed. The main pcb cn2 connector pins 1, 2 and 3 are re-soldered and installed into the fi test ventilator. Fi technician performed a remote alarm test and passed. The determination could be made that the device failed to meet specifications. Broken solder connections at cn2 pins 1, 2 and 3 caused the remote alarm port not to function properly.

Event description:
Customer reported that the nurse call connector was broken. The customer reported there was no patient involvement.